Event description:
The reporter indicated that they were unable to communicate with the patients' generator at a patient follow up visit. The patient reported not sensing normal device stimulation following reported patient trauma in which a large object fell on the patient. The patient was scheduled for revision surgery. A new generator was implanted. The communication problems resolved with the new generator. The generator was returned for product analysis. The analysis of the generator found no anomalies associated with the device and the event was not able to be duplicated in lab. The physician indicated that the cause of the event is likely due to the reported patient trauma, but was " not completely sure".

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or a serious injury.